Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high levels of sugar blood [blood glucose increased] the insulin during the administration squirts from the needle tip quickly [device leakage] the pen broke [device breakage] needle attached to the pen in between injections [product storage error]. Case description: this serious solicited report from greece was reported by a nurse as "high levels of sugar blood(blood sugar increased)" beginning on (B)(6) 2019 , "the insulin during the administration squirts from the needle tip quickly(device leakage)" with an unspecified onset date , "the pen broke(device breakage)" with an unspecified onset date , ""needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "type 2 diabetes", , penmix 30 penfill (insulin human) from unknown start date and ongoing for "type 2 diabetes" (dose and frequency is unknown). It was reported that needle attached to the pen in between injections. Th patient was not trained by a health care professional in the use of the novopen 4. There was no injection done into a skin area with lumps. The patient changes needles after using them about 2 days each. The outcome for the event "high levels of sugar blood(blood sugar increased)" was recovering/resolving. The outcome for the event "the insulin during the administration squirts from the needle tip quickly(device leakage)" was not reported. The outcome for the event "the pen broke(device breakage)" was not reported. The outcome for the event "needle attached to the pen in between injections(device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - high levels of sugar blood(blood sugar increased) : unknown. The insulin during the administration squirts from the needle tip quickly(device leakage) : unknown. The pen broke(device breakage) : unknown. Needle attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (novopen 4) - high levels of sugar blood(blood sugar increased) : possible. The insulin during the administration squirts from the needle tip quickly(device leakage) : possible. The pen broke(device breakage) : possible. Needle attached to the pen in between injections(device stored with needle attached) : possible. Reporter's causality (penmix 30 penfill) - high levels of sugar blood(blood sugar increased) : possible. The insulin during the administration squirts from the needle tip quickly(device leakage) : unknown. The pen broke(device breakage) : unknown. Needle attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (penmix 30 penfill) - high levels of sugar blood(blood sugar increased) : possible. The insulin during the administration squirts from the needle tip quickly(device leakage) : possible. The pen broke(device breakage) : possible. Needle attached to the pen in between injections(device stored with needle attached) : possible. Since last submission the following has been updated: event device stored with needle attached added. Device codes updated. Reporter comment added. Narrative updated accordingly. Reporter comment: it was reported that patient presented with lack of efficacy refers to the technical issue of broken pen (novopen).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high levels of sugar blood [blood glucose increased]. The insulin during the administration squirts from the needle tip quickly [device leakage] the pen broke [device breakage]. Case description: study ID: diabetes and devices training. Study description: the objective of patient support programme is to provide training or re-training in the use of novo nordisk medical devices for users. Patient's height, weight and body mass index not reported. This serious solicited report from (B)(6) was reported by a nurse as "high levels of sugar blood" beginning in (B)(6) 2019 , "the pen broke" with an unspecified onset date , "the insulin during the administration squirts from the needle tip quickly" with an unspecified onset date and concerned a female patient (age not reported) who was treated with mixtard 30 penfill hm(ge) (insulin human) from unknown start date and ongoing due to "type 2 diabetes" dose and frequency is unknown, novopen 4 (insulin delivery device) from unknown start date and ongoing due to "type 2 diabetes". Medical history included diabetes type 2 (duration not reported). It was reported that patient used mixtard 30 penfill 100 iu/ml with the novopen 4 and reported that pen was broken. On an unknown date in (B)(6) 2019 patient's blood sugar increased with the value of 850 mg/dl and it was reported that the insulin during the administration squirts from the needle tip quickly and that was the reason patient's blood glucose increased. Information on batch number was requested. Action taken to mixtard 30 penfill hm(ge) was unknown. Action taken to novopen 4 (insulin delivery device) was reported as product discontinued. The outcome for the event "high levels of sugar blood" was recovering/resolving. The outcome for the event "the pen broke" was not reported. The outcome for the event "the insulin during the administration squirts from the needle tip quickly" was not reported. Reporter's causality ( mixtard 30 penfill hm(ge)) - high levels of sugar blood : possible. The pen broke : unknown. The insulin during the administration squirts from the needle tip quickly : unknown. Company's causality ( mixtard 30 penfill hm(ge)) - high levels of sugar blood : possible. The pen broke : possible. The insulin during the administration squirts from the needle tip quickly : possible. Reporter's causality ( novopen 4) - high levels of sugar blood : unknown. The pen broke : unknown. The insulin during the administration squirts from the needle tip quickly : unknown. Company's causality ( novopen 4) - high levels of sugar blood : possible. The pen broke : possible. The insulin during the administration squirts from the needle tip quickly : possible. Investigation results: novopen 4 silver. Batch number: aug0588. A visual examination of the returned product was performed. The snap connection on the cartridge holder was damaged. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault was caused by accidental damage during use of the device. Visual and functional examinations were performed. The piston rod was hard to retract. The piston rod was bent, causing problems when attempting to retract the piston rod into the pen body. The problem was caused by accidental damage during use of the device. Mixtard 30 penfill 100 iu/ml 3 ml. Batch : unknown. No investigation was possible, because neither sample nor batch number was available. Manufacturer comment: 17-oct-2019: upon investigation of the returned device (novopen 4, batch number: aug0588), it was found that the device was damaged during the use. With the available limited information, the reported problem is caused by the accidental product during use of the device. This could be the root cause for the experienced adverse event and we are not possible to find similar incidents to the one reported in argus case (B)(4). Evaluation summary: novopen 4 silver. Batch number: aug0588. A visual examination of the returned product was performed. The snap connection on the cartridge holder was damaged. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault was caused by accidental damage during use of the device. Visual and functional examinations were performed. The piston rod was hard to retract. The piston rod was bent, causing problems when attempting to retract the piston rod into the pen body. The problem was caused by accidental damage during use of the device.